Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Two additional attempts were made to load the cartridge and adding 12 units to of insulin each time. Cts guided caller through filling and loading a new cartridge onto the pump following proper load technique and resume insulin.